Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. The device was reset and the reported issue was not resolved. At the time of contact, the patient's father did not report any injury or medical intervention.